Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found for the two returned t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 595019) and the 20mm, 3.5 mini acutrak 3® bone screw (part number 3052-35020, batch number 590935). The ø1.1 x 150mm guide wire, single trocar (part number 35-0029) was also returned but the batch number was not verifiable. All the returned devises were examined visually under magnification. The driver tips presented distinguishable fractured surfaces. Driver tip 1 of 2 retained one full height, partially intact lobe. Three fractured planes were at approximately 45-degree angles. Two were smaller relative to a large plane near where the lobes begin to transition into the driver tip's shank. This driver also had a large approximately vertical fracture line residing in the middle of a lobe valley. This fracture line was parallel with the long axis of the driver tip. The orientation of the fractured planes and lines suggested the tip broke into multiple pieces. Driver tip 2 of 2 presented with a clear primary fractured plane at approximately a 45-degree angle relative to the drivers' long axis. No portion of the broken tip section arrived with these parts. The fractured planes and patterns supported a more brittle failure mode of the driver tips. Additional commentary collected from the party filing the incident noted that the profile drill was not used during this case. Absence of profile drill use causes an increase in the required amount of insertion torque. An increase in the amount of insertion torque requires the driver tip to withstand a higher amount of stress during implant insertion. This factor may have contributed to the fracturing of the driver tip. Furthermore, the reported sticking of the screw on the guide wire along with absence of profile drill use may have factored into the driver tips breaking. The guide wire passed through the screw during the investigation without unusual catch or drag. The guide wire did have aesthetic deterioration consistent with when a screw or instrument became stuck or was forcibly advanced down a guide wire. In addition, the guide wire was bent along a larger, bowed, arc like shape. During guide wire insertion, bone density and insertion technique may result in this banana like bowed shape of the guide wire. When bowed, implants and instruments may become difficult to advance or become impinged on the guide wire. If this shape was present during the surgical event, it may have contributed to the described sticking and breakage of the driver tips. The screw looked normal except at the drive socket. A portion of the drive socket showed deformation and wear consistent with the description of the event. What appeared to be non-metallic material was also residing in one lobe of the driver socket. These observations often occur after multiple insertion attempts and thereafter removal of the screw. All the driver tips' fractured patterns, guide wire condition and drive socket condition supported the commentary in the event description. Not all the broken off tip pieces were returned. Some additional information collected indicated the profile drill was not used which increased the required insertion torque. The bent shape of the guide wire may have been an additional factor. The combination of observations additionally collected information, absence of return pieces as well as the multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. Based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: investigation findings code (annex c): updated to 3251 investigation conclusions code (annex d): updated to 4315.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
(Report 1 of 4). It was reported during surgery, as the screw was being implanted the t8 stick driver (part number 80-4155) snapped off in the patient. The pieces of the driver were removed, and a second t8 stick driver (part number 80-4155) was used and broke as well. A regular t8 driver (part number 80-4151) was then used, and it was noticed the screw was jammed in the k-wire. After the k-wire was replaced, the surgery was completed. This caused a 10-minute delay. There were no adverse patient consequences reported. There are 4 related report numbers for this event 3025141-2024-00542.